Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer reported that the insulin pump alarmed motor error. The blood glucose reading was 412 mg/dl. Customer reported the following symptoms of high blood glucose: diabetic ketoacidosis, vomiting. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.